Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding with cycles of 14+ days"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), tooth disorder ("dental problems"), fatigue ("chronic fatigue"), migraine ("excessive migraine headaches"), abdominal pain lower ("cramps"), genital haemorrhage ("bleeding"), hot flush ("hot flashes"), mood swings ("mood swings"), pelvic fracture ("chronic pelvic fracture") and night sweats ("night sweat"). The patient was treated with surgery (fallopian tubes removal). Essure was removed. At the time of the report, the pelvic pain, back pain, abdominal pain, abdominal distension, tooth disorder, fatigue and migraine had not resolved, the menorrhagia and abdominal pain lower had resolved and the genital haemorrhage, hot flush, mood swings and pelvic fracture outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, fatigue, genital haemorrhage, hot flush, menorrhagia, migraine, mood swings, night sweats, pelvic fracture, pelvic pain and tooth disorder to be related to essure. The reporter commented: she never experienced any of the reported events prior to undergoing the essure procedure. Cross referenced with plaintiff case number: (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-apr-2020: quality safety evaluation of ptc. On 23-mar-2020: social media case. Added event night sweat. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding with cycles of 14+ days"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), tooth disorder ("dental problems"), fatigue ("chronic fatigue"), migraine ("excessive migraine headaches"), abdominal pain lower ("cramps"), genital haemorrhage ("bleeding"), hot flush ("hot flashes"), mood swings ("mood swings") and pelvic fracture ("chronic pelvic fracture"). The patient was treated with surgery (fallopian tubes removal). Essure was removed. At the time of the report, the pelvic pain, back pain, abdominal pain, abdominal distension, tooth disorder, fatigue and migraine had not resolved, the menorrhagia and abdominal pain lower had resolved and the genital haemorrhage, hot flush, mood swings and pelvic fracture outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, fatigue, genital haemorrhage, hot flush, menorrhagia, migraine, mood swings, pelvic fracture, pelvic pain and tooth disorder to be related to essure. The reporter commented: she never experienced any of the reported events prior to undergoing the essure procedure. Cross referenced with plaintiff case number : (B)(4). Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: newly added events-pelvic fracture, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding with cycles of 14+ days"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), tooth disorder ("dental problems"), fatigue ("chronic fatigue"), migraine ("excessive migraine headaches"), abdominal pain lower ("cramps"), genital haemorrhage ("bleeding"), hot flush ("hot flashes") and mood swings ("mood swings"). The patient was treated with surgery (fallopian tubes removal). Essure was removed. At the time of the report, the pelvic pain, back pain, abdominal pain, abdominal distension, tooth disorder, fatigue and migraine had not resolved, the menorrhagia and abdominal pain lower had resolved and the genital haemorrhage, hot flush and mood swings outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, fatigue, genital haemorrhage, hot flush, menorrhagia, migraine, mood swings, pelvic pain and tooth disorder to be related to essure. The reporter commented: she never experienced any of the reported events prior to undergoing the essure procedure. Cross referenced with plaintiff case number: (B)(4). Plaintiff reported on social media menorrhagia (event ¿heavy menstrual bleeding¿ updated to ¿heavy menstrual bleeding with cycles of 14+ days¿) and abdominal pain lower (¿cramps¿). Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: newly added events- genital bleeding, hot flashes, mood swings, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in an adult female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding with cycles of 14+ days"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), tooth disorder ("dental problems"), fatigue ("chronic fatigue"), migraine ("excessive migraine headaches") and abdominal pain lower ("cramps"). The patient was treated with surgery (fallopian tubes removal). Essure was removed. At the time of the report, the pelvic pain, back pain, abdominal pain, abdominal distension, tooth disorder, fatigue and migraine had not resolved and the menorrhagia and abdominal pain lower had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, fatigue, menorrhagia, migraine, pelvic pain and tooth disorder to be related to essure. The reporter commented: she never experienced any of the reported events prior to undergoing the essure procedure. Cross referenced with plaintiff case number : (B)(4). Plaintiff reported on social media menorrhagia (event ¿heavy menstrual bleeding¿ updated to ¿heavy menstrual bleeding with cycles of 14+ days¿) and abdominal pain lower (¿cramps¿). Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6) 2017: social media post - new reporter (lawyer); new adverse event (cramps); update of previous reported adverse event (heavy menstrual bleeding to heavy menstrual bleeding with cycles of 14+ days); outcome of events heavy menstrual bleeding with cycles of 14+ days and cramps (recovered); non-drug treatment for the pain (surgery - removal of fallopian tubes); and essure removal. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.